Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator flow volume was low. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, ventilator service required codes were observed in the downloaded event log. The sponge of the inlet air path assembly was observed to have peeled off. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete. The device's air path assembly was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator flow volume was low. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, ventilator service required codes were observed in the downloaded event log. The sponge of the inlet air path assembly was observed to have peeled off. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.